Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had air bubble anomaly. It was reported that the air bubbles could not get out of the reservoir. It was reported that replacement would be sent. No further information provided.